Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance with specifications. Based on the results of the investigation, olympus confirmed the discoloration inside the light guide lens, however, the stain could not be identified. Since the stain did not adhere to the outside but adhered to the inside of the lens, it could not be removed via reprocessing. It was presumed that humidity invaded the light guide-lens which led to corrosion. It could have occurred by applied physical stress to distal end such as hitting and dropping and/or light guide-lens glue peeled off by chemical stress such as chemical solutions used for the device. A definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): IFU states that detection method in evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited discoloration inside the light guide lens. There were no reports of patient involvement.